Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. The patient knocked the pod by accident while putting her shorts on, and she thinks the canula must have moved some, but it was not leaking. It is unclear when the pod was removed; however, when it was removed from the infusion site (abdomen), the cannula was found to be bent. After knocking the pod, she went to bed and the next morning she woke up really thirsty, so she checked, and her blood glucose was 22 mmol/l and ketones were 3 mmol/l. The patient gave herself manual insulin injections and then went to (B)(6) hospital in (B)(6). The patient was still wearing the same pod at the hospital. When she got to the hospital her ketones were 0.3 mmol/l. They only kept her at the hospital for observation. She did not receive any treatment or medicine during her stay at the hospital nor any prescription. She stayed 6 hours at the hospital, and they sent her home.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.